Event description:
The advocate stated that her patient received a blood glucose reading of 348 mg/dl from a contour meter and a reading that was more than 100 mg/dl lower from another meter. Depending on the actual reading from the other meter, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The patient only had one test strip left, so no product will be returned for evaluation. Replacement test strips and a new meter were sent to the customer.